Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The field service representative observed scorched electronic components on the power distribution module board (pdm) and cable during troubleshooting the vacuum and pressure on the cell-dyn ruby analyzer. No injury was reported.

Manufacturer narrative:
The evaluation included review of product historical data, product labeling and evaluation of the returned instrument and boards. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. The evaluation of the returned instrument, found possible causes that may have contributed to the incident: power surge due to unstable power from source. Short circuit in the solenoid driver module (sdm) from within the instrument due to fluid spillage. Power distribution module board (pdm) provides power to sdm and could be shorted due to spillage. The return instrument had traces of dried reagent on instrument floor and behind the left and right panel. The 2 cable connectors, 9522008 and 9522009, were found incorrectly connected to their respective cable distributions modules 1 and 2 (cdm1 and cdm2). The 2 cables connectors have same connector design and in this instrument, the cable connections were reversed. The engineers put back the cables 9522009 and 9522008 to the correct position. Instrument was powered on and confirmed that pump runs continuously in ready mode. Upon further inspection, valve v1 that is connecting to vpm was not pinching the silicon tubing to close completely. This cause pressure 1 to leak and pump to constantly run. The evaluation concluded that initial cause of instrument failure was possibly from cause item 1 or 2 above. The repeated failure on power distribution module was possibly from cause item 2 and/or 3. The cell-dyn ruby system operator's manual, states that the cd ruby does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. The manual provides basic electrical hazard awareness information relevant to the complaint incident, including to keep liquids away from all electrical or communication component connectors. Based on the evaluation, the complaint was instrument specific and no product deficiency was identified.